Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that there were burrs with the guidewire inside the dialysis catheter, causing a problem to the catheter.

Event description:
It was reported by the customer that there were burrs with the guidewire inside the dialysis catheter, causing a problem to the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a guidewire. Possible biological residue was visible on the wire near the visible end. The other end was not visible. A break was visible in the core wire and the coil wire was visibly elongated. The core wire protruded from the elongated coil wire. It could not be determined if the weld tip was present at the end of the coil wire. Damage was evident in the submitted photograph; however, inspection of the wire was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.